Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to osteolysis on both hips. Patient is bilateral. **update** (B)(4) 2013 - litigation received (B)(4) 2013 and attached. Complaint changed to legal. Litigation alleges patient had pain and high concentration of various metallic elements in blood after asr hip implant. There is no new information that would change the outcome of the investigation. **update** - bilateral patient - medical records were received (B)(4) 2013 for both hips. Left hip: revision operative report indicates the following: large joint effusion and adverse local tissue reaction; corrosion at the head/trunnion junction; osteolysis. Right hip: large hip joint effusion with necrotic debris; corrosion at the head trunnion junction of the femoral component; osteolytic lesion. Two adapter sleeves and two femoral stems added to complaint - one sleeve and one stem for each side.